Event description:
Lab evaluation showed pro-time greater than 100 secs, fibrinogen 436, platelet count 227, and 3+ serum protein. Diagnosis of coagulopathy made with medical treatment including vitamin k, transfusion with four units of fresh frozen plasma. Labor was induced. Delivery of viable infant. Protime continued at greater than 100 secs. Add'l medical intervention included vitamin k, 8 units of fresh frozen plasma. Pt developed symptoms of pulmonary edema. Medical treatment with lasix, decreased fluids. Pro-time sent to ref lab with results of 7.4 secs. Pt recovery with home discharge.